Manufacturer narrative:
At this time, the s-ICD system remains implanted. No additional information is available. Once any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up performed five weeks post-implant, the patient presented with a hematoma over the wound site of the subcutaneous implantable cardioverter defibrillator (s-ICD). The device was found to be operating normally and no interventions were planned. No adverse patient effects were reported. The s-ICD system remained implanted and in service. Five months later, the patient presented to the clinic with a pocket erosion that exposed by the s-ICD and the electrode. The area was also very inflamed and there is the potential risk of an infection. The patient was hospitalized and the s-ICD deactivated. Explant is being considered. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the system was explanted. The physician and the patient came to the clinical decision after the procedure and have agreed not to proceed with implanting any other kind of implantable defibrillator. The patient was discharged to home and is doing well. No additional adverse patient effects were reported.